Event description:
During insertion of the catheter from the left ventricle, the catheter did not advance into the right atrium as intended. The catheter had formed a knot towards the distal end which could not be undone. A snare was advanced over the knot and the catheter was pulled back through the snare, untying itself in the process. The snare and catheter were safely retrieved. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 5f quadripolar supreme ep catheter was received for evaluation. Visual inspection revealed kinks and bends along the length of the shaft, consistent with the reported ¿knot¿ that formed during insertion of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kinks and bends is consistent with damage during use. The cause of the reported insertion difficulty remains unknown.